Event description:
On (B)(6) 1998, pt reported she was implanted with an unk mesh. She had revision surgery in (B)(6) 1999 due to pain and bleeding. She was implanted with a mesh tvt through a vaginal incision at this time. As a result of her implantation she experienced chronic pain, bleeding, incontinence, dyspareunia, and has not been able to have intercourse since 1998. She expressed to her physician that she was concerned that due to her preexisting diagnosis of lupus that she shouldn't have consented to having the mesh implanted in the first place. The physician pressured her that this type of procedure is very common. After doing research of her own she found that at that time "it was fairly new to implant mesh vaginally for bladder issues." She finally decided to go to another physician for a second opinion. It was discovered that she had granuloma and in 2001 she had "a lot of the mesh removed." She continued to have worsening symptoms and it was recommended that she have an additional surgery in 2003 but she declined due to her concern about losing her job and benefits. On (B)(6) 2012 she just "couldn't take it anymore" and opted to have revision surgery. It was discovered that she had "stone like foreign body growth" on the mesh. The growth and 40% of the sutures that extended from the urethra through the vagina were removed. She continues to have pain, bleeding, incontinence, a diminished capacity for quality of life. At her post op follow up (B)(6) 2012, she was told that she will need to have additional surgery to repair her urethra.